Manufacturer narrative:
Premature depletion was confirmed by analysis. Bench testing found the device to be normal, and no sources of high current were found. Battery analysis found an internal battery anomaly. The cause of the premature depletion was found to be due to an internal battery anomaly.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole event.